Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1 ipg, implanted: (B)(6)2008. (B)(4).

Event description:
It was reported that the patient experienced an infected pacemaker site due to corynebacterium striatum bacteremia. The implantable pulse generator (ipg) system was extracted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the medial portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.